Event description:
It was reported by the patient to have had their device adjusted; they have had trouble ever since and is wondering what the original settings were before the adjustment. Follow up attempts provided no additional information regarding this complaint. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.